Event description:
Initial description stated the device would not cauterize. However, upon receipt of the device from the decontamination co, the needle was protruding from the kinked area of the catheter.